Manufacturer narrative:
Caster horn; tube plug.

Event description:
It was reported by service report that the power pro has a pinched wheel metal house causing the wheel to not move. It is unknown if there was patient involvement or if there are adverse consequences to report.